Event description:
The customer complained of discrepant inr results with coaguchek vantus meter serial number wu00163200 compared to a laboratory using an unknown reagent. At 7:32 am, the meter result was 3.3 inr. At 7:48 am, the result from the laboratory was 2.3 inr. On 20-apr-2023 at 9:22 am, the meter result was 3.5 inr. At 11:23 am, the result from the laboratory was 2.6 inr. Customer's therapeutic range is 2.0-3.0 inr. The customer tests on a weekly basis.

Manufacturer narrative:
E3-occupation is patient/consumer the meter and test strips were requested for investigation. The reporter¿s meter was provided for investigation where it was tested using retention test strips and retention controls. Testing results (qc range = 2.3 ¿ 3.5 inr): qc 1: 2.9 inr, qc 2: 2.9 inr, and qc 3: 2.9 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Customer reported they had received error m-42. The error is caused when not enough blood sample is applied to the test strip. Product labeling states: "the coaguchek system uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas deviations can occur when compared to methods using other thromboplastins. However, those deviations between thromboplastins of different origin (e.g., rabbit based) are not specific to coaguchek products. Similar differences can be observed when a human recombinant thromboplastin based laboratory method is compared to other laboratory methods." The investigation did not identify a product problem. The cause of the event could not be determined. H3 other text : na.